Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A chocolate pta balloon was being used for treatment of a calcified lesion with 60% stenosis in the distal region of the common iliac artery. A non medtronic inflation device was used. The chocolate balloon was prepped as per the IFU with no issues identified. There was no resistance while advacing the device and the device did not pass through a previously deployed stent. After the standardized surgical operation, the 18-wire guide passed through the lesion. The lesion was not short segment narrowed, and a chocolate balloon was selected for direct dilatation. Used a pressure pump to slowly inflate the chocolate balloon. After three minutes of dilatation, the balloon was deflated. When it was withdrawn from the body, it came into contact with the 6f sheath and could not be withdrawn smoothly. It was slightly inflated and deflated again in the body. After repeated it twice, it was withdrawn from the body with difficulty.

Manufacturer narrative:
Product analysis: the device could be fully advanced and retracted through a 6fr sheath from the lab without any issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.